Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the pump was not outside the labeled altitude operating range. The customer's blood glucose was 120 mg/dl. Reportedly, the customer cleaned the speaker holes and performed multiple cartridge changes; however, the issue persisted. The customer was able to continue using current pump for insulin therapy.